Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new orders and new patients not crossed over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new orders and new patients not crossed over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that new patients were not crossing over to all stations. A technical support specialist (tss) guided the customer to reboot after the updates to the server, which impacted es services. The server was not rebooted immediately by the customer, but several hours later. Once user reboot was performed, the services started without issue. The system functioned as intended after the technical support specialist investigate the device.